Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that it was observed during set up that the device's tip was broken and the handle was broken off; this poses the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during setup at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that it was observed during set up that the device's tip was broken and the handle was broken off; this poses the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during setup at the user facility, there was no patient involvement and no delay to a surgical procedure.